Manufacturer narrative:
This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose. The customer's blood glucose was close to the 500 mg/dl on sunday and after treatment it went down to 42 mg/dl. The customer took insulin pump off and in the morning blood glucose was 76 mg/dl. The customer declined troubleshooting on insulin pump. The customer reported past event that they received no delivery alarm and no delivery alarm did not occurred during fill tubing. The customer reported that event was resolved by changing complete set (inf and res). The product will not be returned for analysis.